Event description:
Information was received indicating that a motor of a smiths medical medfusion pump was not running. No adverse effects were reported.

Manufacturer narrative:
Other text: additional information h3 and h6. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals intact. The left front corner of top case had a major crack and the right plunger case was also observed to be cracked. A review of the pump event history log found evidence of motor not running. Functional testing was performed using the occlusion test and duplicated the reported problem of motor not running. The cause of the reported problem was due to misalignment of the main printed circuit board from being dropped by the user. To resolve the problem, the main printed circuit board was reassembled and preventive maintenance was performed.